Manufacturer narrative:
Pump error 53 was found in the formatted history file with a defect number due to a software error. The pump was received with cracked and scratched keypad overlay. The pump was received with minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump screen had a crack and the key sheet was damaged. No further information provided.